Event description:
Health care professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during the onset of the patient treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 12 times prior to the reported event. Hcp reports no patient or need for medical intervention.